Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/09/2019. The manufacturer's technical services (ts) confirmed the reported issue. Advised customer to try a new flow sensor assembly. The customer ordered the flow sensor to make necessary repairs. A gas delivery system (gds) assembly was return for analysis. An investigation was performed and the u1 on the air flow sensor pcba which created the air and o2 flow accuracy test to fail.

Event description:
The customer reported unit fails air flow testing. The ventilator was not in use on a patient at the time of the event occurred.